Event description:
It was reported that the patient asked several questions about interstim therapy. The patient asked if they should be feeling a shocking pain from the incision of the pocket to the lead, which feels like someone was pulling on the lead, when getting up from sitting, especially when getting out of a car. The patient said this has been going on since implant ((B)(6) 2014). The patient asked if they should be feeling shocking in any other areas other than the groin area. The patient said, since implant they had felt stimulation, on and off in his foot and right butt cheek. The patient stimulation was set at 2.5 on program 1. The patient said the stimulation in foot and right butt cheek was more aggravating than painful. The patient said, the therapy was helping so that they could sleep 5-6 hours at night where before implant they was up every several hours. The patient said, his incision was healing so that laying on it was no longer as painful as when they came home after surgery. The patient said, they had a follow-up appointment and would talk to their healthcare provider about the above questions. The patient reports stimulation in the wrong location. Additional information received reported the event was due to post-operative. It was unknown if issue was due to lead/extensions. There was no intervention done. The signs and symptoms associated with this event was capture of s2. The was no reported injury.

Manufacturer narrative:
Product ID 3889-33 lot# va0g6wa, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.